Manufacturer narrative:
The situation described in the potential complaint has been considered in co's risk analysis. Where there is a total break between the potentiometer resistor and the slider (ov), the value of the upper pressure limit is automatically pulled down to 18cm h2o. The risk of over pressure in the patient's lungs is prevented. Simutaneously, the alarm for expiratory minute volume will activate if the minute volume decreases below the set limit.

Event description:
Ventrilator sporadically activated upper pressure limit alarm. Inspiratory pressure could not reach higher than 20mbar. There was no injury.